Event description:
It was reported that during an infusion of argatroban at a rate of 1.3 ml/hr, a spectrum pump was giving many upstream occlusion alarms. The customer stated that this device was swapped out for a new one and therapy was continued. Finally, it was reported there was no patient harm.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.